Manufacturer narrative:
Additional information: b5, d9, h3, h4, f10/h6: component codes, h6, h11. B5: the location of the separation was at the "y" component (clearlink). H11: the actual device was received for evaluation. Visual inspection was performed which noticed the tubing was separated from the second y-site clearlink in the upstream part. A lack of solvent was observed during the examination of the tubing and the solvent was not applied in all the circumference of the tubing. Dimensional testing was performed at the tubing and clearlink and the results met specifications. The reported condition was verified. The cause of the separation was related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a separated of unspecified bonded components which resulted in a leak. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.